Event description:
Recently we have just discovered a possible leak in the band. Pt has recently had surgery to replaced her port...to get a fill since pt had no restriction. At that time dr. Tried several times to add more saline water to her band one of which gave her any type of restriction." Further follow up with the pt noted an infection at the access port site was diagnosed by general practitioner who prescribed oral antibiotics along with a topical cream. Follow up with the surgeon's office confirmed a port replacement procedure was performed for this pt. Additional info noted that the surgeon believes there is a leak elsewhere in the lap-band system since the device is not holding saline even after changing out to this new port. Surgery is schedueld to replace the whole lap-band system. This is the same pt reported under MDR ID # 2024601-2006-00232.